Event description:
Same case as: 2134265-2008-02449. It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection and surgery occurred. The 80% stenosed lesion being treated was located in the moderately calcified, non-tortuous left anterior descending (lad) artery. The lesion as predilated with a 2.5x12 maverick balloon. The physician used a runway guide catheter and a balanced middle weight non-bsc guide wire. The physician deployed a 3.50x24mm taxus express2 drug eluting stent in lad and had difficulty withdrawing the balloon. Subsequently, the guide catheter deep seated, causing a vessel dissection. When the balloon was removed there was no flow to lad. The physician used a 3.0x9mm maverick balloon, but this did not restore flow. Then a 3.50x12mm taxus express2 drug eluting stent was deployed. The flow looked better. The physician placed a 3.50x8mm taxus express2 drug eluting stent. Flow was restored, but haziness was seen in the vessel. The physician ivus with an atlantis sr pro catheter and it revealed that the dissection was from the ostial lad to left main. The patient was sent to surgery for a left internal mammary artery to lad. The physician did not feel the additional devices used, after the guide catheter deep seating, caused or contributed to the dissection or the subsequent surgery. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.